Event description:
A customer reported the infusion option did not appear during the procedure. There was no system message displayed. The procedure was completed by converting to a manual aspiration of the silicone oil. There was no delay. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).